Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The reported event of a leak was confirmed. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use.

Event description:
During atrioventricular nodal reentry tachycardia ablation procedure, air was aspirated into a syringe that was connected to the extension port of the sheath. Several aspiration was attempted but the air was still aspirated. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No additional femoral and transseptal punctures were required for replacing the sheath.